Event description:
During coil embolization of the basilar artery bifurcating aneurysm, the 6french guiding catheter and sl (mc) microcatheter (boston) were positioned at the target site, then implanted an orbit mini complex fill 3.5x9 coil (637mf3509/ 15208497), but there was positioning difficulty and poor conformability of the coil. The device was withdrawn, but during another attempt to place the coil in the aneurysm, the coil stretched. The device was changed to another one to complete the procedure through the same microcatheter. During repositioning, the coil was left in the aneurysm, while the mc was repositioned. After the event, the coil and delivery system was removed from the patient without any issues, and an adequate continuous flush was maintained through the mc at all times. During insertion or any other time, no resistance was met or additional force utilized to advance or remove the coil/delivery system. There were no kinks in the mc that may have contributed to the event and a balloon or stent remodeling product was not used during the procedure. The mc was re-shaped prior to use with the shaping mandrel and steam. After re-shaping was completed, the mc was not damaged. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached the delivery system. The product is not available for analysis.

Manufacturer narrative:
One non-sterile trufill dcs was received coiled inside of a plastic bag. The hypotube presented several kinks along of it; the introducer was received partially unzipped without any visual damage, the support coil and the gripper presented no visual damage. Embolic coil presented was received into the introducer and was still attached on the gripper. Some waves were noted in the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under a microscope and no damage was observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'coil - positioning difficulty-poor conformability' and 'coil - unraveled/stretched' was not confirm during the analysis. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During coil embolization of the basilar artery bifurcating aneurysm, an orbit mini complex fill 3.5x9 coil ((B)(4)) was implanted, but there was positioning difficulty and poor conformability of the coil. The device was withdrawn, but during another attempt to place the coil in the aneurysm, the coil stretched. The device was changed to another one to complete the procedure through the same prowler 14 microcatheter mc. During repositioning, the coil was left in the aneurysm, while the mc was repositioned. The instructions for use cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. After the event, the coil and delivery system was removed from the patient without any issues and the procedure was completed with another device. Prior to the event, a 6fr guiding catheter and prowler 14 mc were positioned at the target site with an adequate continuous flush maintained through the mc at all times. No resistance or force was utilized to advance or remove the coil/delivery system and there were no kinks in the mc that may have contributed to the event. No neck remodeling devices were used. The device is not available for analysis. A review of the manufacturing documentation associated with lot 15208497 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Although no definitive conclusion can be made, the procedural factor of repositioning the mc over the deployed coil, which the instructions for use cautions may damage the coil, may have contributed to the reported stretching of the coil. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The microcatheter used with the coil was a prowler 14. Additional information will be submitted within 30 days of receipt.